Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the medium-large clip applier was bent. The clip could not be attached properly because the clip applier instrument did not close properly. The procedure was completed with no patient harm and with a delay of less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations did not replicated nor confirmed the customer reported complaint "clip applier bent, clip cannot be attached properly because applier does not close properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. The complaint was not confirmed by failure analysis.